Manufacturer narrative:
No pump error 53 alarms were noted during testing or in the pump trace download. The pump passed the displacement and self tests. A pump error 63 was present in the pump trace download due to a broken trace on the keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. All buttons functioned properly. No damage to the keypad traces noted and the keypad connector was not unlocked during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that they noticed no insulin delivery and issues with the volume of the pump. They noticed that the volume level was very high and performed a self-test. The device alarmed hardware low level failure. The customer was unable to complete pump rewind. Another self-test was performed and failed. The customer also reported that some buttons were harder to push than others. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.